Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed for the system controller serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 06dec2019. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including no external power and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental finding: rsoc invalid fault alarms. The reported event of no external power alarms and damage to the power cables were unable to be confirmed. The heartmate 3 system controller was not returned for analysis; however, a log file was submitted for review. A review of the submitted log file showed events spanning approximately 21 days (25may2021 ¿ 16jun2021 per timestamp). There were no ¿no external power¿ alarms active in the log file. Pump operation was not affected. There were no other notable alarms active in the log file. The root cause of no external power alarms and damage to the power cables were unable to be determined through this investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the both of the patient's power leads on their controller were damaged by their cat chewing on the cords. The patient reported that this caused a no external power event. Review of the patient's log files showed low power advisories and low power hazards due to normal battery depletion. No other unusual events were seen and the mechanical circulatory support (mcs) equipment was otherwise operating as intended. The patient's controller was successfully exchanged. The damaged controller would not be returned for evaluation.